Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the evaluation of the sample indication were found, that confirm the patency issues reported by the customer, as the green system stability sheath was found to be compressed. However, the introducer sheath used by the customer was not returned. A patency test using a device compatible introducer sheath was successful. Failure to advance the system through the introducer may be related to difficult patient anatomy or a damaged introducer sheath. Deformation caused during shipping, unpacking, preparation may be other contributing factors for friction increase. However, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: "gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath." And "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." H10: d4 (expiry date: 06/2023), g3. H11: b5, h6(method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the stent delivery system could not be tracked through the introducer sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement procedure, the stent would not track through cook sheath. There was no reported patient injury.